Event description:
It was reported that four hours after insertion of the intra aortic balloon, the pump's helium loss alarms activated. The iab was removed and replaced. There were no pt complications.